Manufacturer narrative:
The reported event of device in back-up mode on the pacemaker was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
It was reported that the pacemaker was found to be in the back-up mode. The pacemaker was explanted and replaced. No patient consequences.